Event description:
The pt hadn't felt stimulation sensation for at least 30 days or more. The pt was experiencing telemetry issues with the neurostimulator. The pt was putting the recharge antenna over the pt programmer due to misunderstanding how to recharge the implantable neurostimulator. The device had not been charged since implant. An implantable neurostimulator overdischarge was suspected. The pt had not been evaluated for the same issue before. An x-ray revealed that the implantable neurostimulator was not flipped. The manufacturer representative attempted 1 por with no success. Pt said she tried 4-5 por at home with no success. The device was replaced with a non-rechargeable device. Possible premature battery depletion was suspected.